Event description:
In using a total of 10 syringes for insulin injection one needle dislodged from the syringe and was left protruding from the insulin vial while attempting to pull insulin from the vial. Two needles dislodged and were pushed back up into the syringe. No harm was done to the pt. The result was to exchange the syringes for another brand. Dates of use: 2008. Diagnosis or reason for use: diabetes.